Manufacturer narrative:
This supplemental report is being submitted to provide the field corrective action details. Updated fields:h2, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had a green image. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it was cause traced to be component failure that led to the malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.